Event description:
It was reported the manufacturer's representative was at the implant and the lead impedances were noted to be 1500, 1750, then 1900 ohms. The normal impedance for this lead is reported to be around 700 ohms. No patient complications were reported as a result of this event. Attempts to obtain additional information were unsuccessful. If additional information is later received, a supplemental report will be filed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.